Event description:
It was reported that during a breast biopsy procedure, they had issues obtaining samples, two devices were used and samples were finally obtained. The customer requests an analysis on the sterile samples. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.